Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Caller initially attempted to charge the pump using a wall outlet without success. Technical support instructed the caller to try a different outlet. Prior to further troubleshooting, caller turned off the pump and performed a pump reset, which resulted in the battery charging to 100 percent, resolving the issue.